Manufacturer narrative:
The pump was received with stripped battery cap coin slot, cracked battery tube threads, cracked lcd display window corners, and scratched lcd window. The pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly.

Event description:
The customer's daughter reported via phone call of issues with customer's insulin pump. The daughter states the customer cannot remove the battery cap from the pump. The customer's blood glucose level was 400mg/dl. The customer had not treated for the high yet. The customer states the battery is completely dead. The customer was advised the pump would be replaced and returned for analysis.